Manufacturer narrative:
The device was returned to a philips service center for evaluation. Evaluation confirmed the alleged device issue. It was determined the power supply board had deteriorated and required replacement to prevent further issues.

Event description:
The manufacturer received information alleging a trilogy evo ventilator experienced a burned power cable and housing. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.